Event description:
It was reported that the pump and the touchscreen was glitchy and unresponsive at times. There was no reported impact to the customer¿s blood glucose level. The customer opted out of troubleshooting and requested documentation for insurance purposes without taking further action.